Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose peaking at 330 mg/dl despite announcing meals and performing two infusion set supply changes on an ilet system using a contact detach infusion set, with no visible supply issues or device alerts; glucose later trended down to 252 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component issue and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.